Event description:
An optometrist reported that a pt who underwent prk (photo-refractive keratectomy) who had ebmd (epithelial basement membrane dystrophy) preoperatively, showed trace corneal haze and light sensitivity two weeks after surgery. Pt was treated with additional topical steroid drops. Upon f/u, reporter stated that the healing stage was as expected and this event is not in any way related to the laser. The pt had ebmd present prior to treatment. This report references the pt's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).